Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and the temperature sensor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently shut down. This reported in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.